Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 04/11/2016. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the error light was blinking on the camera of the navigation system. Camera details were checked and illuminator current fault was confirmed. Current value anomaly was confirmed. Although the camera could be used without any issues, the reported product was replaced with a new one as a precaution, and normal operation was confirmed. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system camera error led was lighting. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect positioning sensor unit (psu) finds that the psu has dents and scratches, some possibly from the shipment. When connected to a known good system, the psu powered up without the fault light on. After several minutes warm up, the fault light did come on. A check of the event log indicated a hardware fault of illuminator current out of range. A review of the log found entries for this failure followed by entries for the illuminator current back in range. The reported event was confirmed to be caused by an electrical failure mode due to the illuminator current being out of range. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.